Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device is not being returned. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Without the return of the device in question a root cause for this incident cannot be determined. No abnormalities were reported with this product during manufacture.

Event description:
It was reported that when the anchor was inserted into the bone it broke, in particular the barbs. Another anchor was opened and the operation completed. No patient injury or other complications were reported.